Event description:
On march 09, 2026, the lay user/patient¿s spouse contacted lifescan (lfs) united states, alleging that the patient¿s onetouch verio flex meter displayed unknown error messages during testing. The complaint was classified based on the customer care agent (cca) documentation, since attempts to reach the reporter for further information were unsuccessful. The reporter stated that the alleged issue began on (B)(6) 2026, at around 5:30 pm, and the patient was unable to test her blood glucose. The patient manages her diabetes with unspecified oral medication. The reporter claimed the patient continued to take her usual dose of diabetes medication in response to the alleged issue. The reporter stated that on (B)(6) 2026, at around 5:30 pm, after the alleged issue began, the patient started to develop symptoms described as ¿nausea, dizziness and stumped¿. On the morning of march 09, 2026, the reporter claimed that a call to the doctor was made and emergency medical services (ems) were notified for assistance. When ems arrived, the reporter claimed that the patient¿s blood glucose was tested on the ems meter and a ¿high¿ result was obtained (exact result not provided). The reporter stated that the patient was transported to hospital and admitted. It was not reported what treatment the patient received. At the time of the initial call, the patient was still in hospital. At the time of troubleshooting, the cca noted that the subject meter was not being used for the first time. The alleged issue remained unresolved after troubleshooting and replacement products were sent to the patient. This complaint is being reported because the patient reportedly was hospitalized with a high blood glucose after she was unable to test her blood glucose due to the reported issue and it is not known what medical treatment the patient received. The subject meter could not be ruled out as a cause or contributor to the event.